Event description:
It was reported by the customer that the device will not power on. It was also indicated that the ac main light was on. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified that the device would not operate on ac power. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.